Manufacturer narrative:
It was reported that the ventilator did not start. The ventilator was investigated on site by our field service engineer. According to information, the issue was solved by leaving the ventilator to charge for 24 hours after which the ventilator started without issues. No parts replaced. No root cause can be established for this investigation.ventilator handed over to customer in working condition.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator did not start. There was no patient harm reported. Manufacturer's ref. #: (B)(4).